Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: b3/event date: (B)(6) 2022. B5/event description: the customer reported the issue occurred during preparation for use. A pre-use inspection was performed, there was no procedural delay and the procedure was completed with the same set of equipment. D/concomitant medical products: otv-s190 serial number (B)(6) - therapy date: (B)(6), 2022.

Event description:
The customer reported the issue occurred during preparation for use. A pre-use inspection was performed, there was no procedural delay and the procedure was completed with the same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon could be defective cable failed communication therefore no image resulted but the cause of the root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was an image blackout while using the hd camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cable failure. Additional evaluation findings included a connector crack, cable switch discoloration, head main body discoloration, lens scratches on the head main body and a lever burn on the head part free lock. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.